Event description:
It was reported that a skin reaction issue occurred. The wearable was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2025. On the same day, it was reported that the patient felt a burning sensation at the sensor insertion site, prompting the school nurse to evaluate the area, where redness, inflammation, and pimples were noted at the needle puncture site, after which they reached out to the parent. The parent picked up the patient and transported him to the emergency department (ed). In the ed, the attending physician assessed the location and determined the source of infection was the dexcom. They were told that the infection began at the needle puncture site and then spread to the sensor patch perimeter. The medical doctor disinfected the area and gave injections of steroid medication (name and dosage unspecified) and prescribed a course of oral antibiotics (cephalexin 7.5 ml, every 8 hours for 10 days). The patient was discharged home after five hours in stable condition. At the time of report, no photo was provided and the patient was doing well. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).